Event description:
A caller reported that the tandem charging cable was not working and they were using a third-party cable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by arranging to replace the damaged charging supplies with a shipment expected to arrive in two days.